Event description:
During an in clinic follow up, it was noted the device was in back up mode and tachy therapy was unavailable. The patient had undergone an MRI and it was suspected the device was not programmed to MRI settings. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
The reported event of bvvi following MRI was confirmed. Based on the information received, the device entered power on reset (por) due to the MRI settings not being enabled by the user prior to MRI.